Manufacturer narrative:
(B)(4). Device evaluation: the analysis results that one ec45a device was returned with no visual non-conformances and with an ecr45b cartridge reload present. The cartridge was received partially fired 1/3 and broken, with the pan dislodged. The device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lung resection procedure, could not fire and retaining cap detached. During the thoracoscopic radical resection of right upper right lung cancer, could not fire when severing the pulmonary fissure with blue reload. Another device was used to complete the surgery. There were no adverse consequences to the patient.